Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 due to several different errors. The system was tested and verified as ready for use.

Event description:
An intuitive technical support engineer identified an error in the system health report when conducting the error log review. The technical support engineer (tse) checked the system logs of system sq1192 in the frame of the customer care program. The tse noticed 12 occurrences of error 23087 at universal surgical manipulator (usm) 1 related to one of the gears of the carriage. The tse noticed user recovered several times from the error, which kept reoccurring. The tse noticed that the user then processed to a mid-procedure restart. As system was not started anymore until at later date following the logs, it was unclear if the procedure was aborted or converted or if issue occurred at end of surgery and user did mid-procedure restart instead of undocking as usual. Isi followed up with the initial reporter and obtained the following additional information: there were no error messages during the operation. Error messages only appeared during the planned open thoracic switchover after the system was undocked. Arm 1 then stopped moving or moved very strangely during clogging. The robot could then no longer be moved away. No injury to the patient. Delays occurred after undocking and congestion.

Manufacturer narrative:
The universal surgical manipulator (usm) was evaluated by the failure analysis (fa) team. During failure analysis, the reported error 23087 was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our golden system with no errors or faults triggered related to the reported problem. Lighthouse showed multiple error 23087 in the field. The hall edge to encoder error p1 value points to usm_d4 in the carriage. Opened up the carriage unit to inspect any damages or contamination. The rotor assembly and instrument sterile adapter (isa) sensors have no dust debris. Based on these findings, fa identifies that the d4 rotor and isa to be the potential root causes for the reported event.

Event description:
Refer to h11 for follow-up information.